Event description:
It was reported that the presented for the replacement of the right ventricular (rv) lead. The lead exhibited over-sensed noise which resulted in pacing inhibition and was noted to be fractured. The lead was explanted and replaced. The patient was discharged.